Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited a remaining longevity not as expected. The device has been implanted for approximately three years with programmed, low stimulation outputs however was showing a remaining battery of only seven months. The physician questioned the accelerated rate of depletion and asked for guidance on how to proceed. To date this device remains implanted and in service with no resulting adverse patient effects.